Event description:
It was reported that cgm displayed error message and caller experienced difficulty with sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support provided full pump reset instructions, guided caller through reset, and after reset cgm error did not reappear, and caller successfully started sensor session.